Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: during investigation, the pump powered on to a blank display screen. The pump cover was opened and the display screen was found to be cracked. A test screen was installed and displayed normally. Due to the blank display, the original complaint of a dim and discolored display screen could not be tested or confirmed. Unrelated to the complaint, investigation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.